Event description:
Boston scientific received information that a device check was performed prior to a routine generator change, and normal shock impedances were noted on this right ventricular (rv) lead. However, during the procedure, this rv lead exhibited high, out of range, shock impedance readings when connected to the new cardiac resynchronization therapy defibrillator (crt-d). All configurations were measured and yielded out of range values. The device and lead connection was evaluated and no issues were identified. The lead was then connected to the pacing system analyzer (psa) and the measurement was 100 ohms on the superior vena cava (svc) coil, but no readings were available on the distal coil. It was suspected there was an issue with the distal coil of the lead, and the physician elected to surgically abandon the lead. A new rv lead was implanted, and attached to the new generator. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.